Manufacturer narrative:
The pump had a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self test, off no power test, unespected restart error test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarm. Pump passed idle current test and run current test. Unable to verify reprogram alarm, check setting alarm or off no power alarm due to motor error alarm. Pump had minor scratched display window.

Event description:
The customer reported via phone call they were checking settings and then pump turned off. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with trouble shooting. The insulin pump is being replaced and is expected to return for analysis.